Manufacturer narrative:
There was no adverse event associated with this complaint. The vessel characteristics are unknown. Concomitant medical products: deltaplush 2mm x 3cm (dpl10020320/c13298); echelon 10 microcatheter (105-5091-150/lot # unknown); snares (details unknown). The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. This is the second of 2 reports associated with sr 1-1183879977.

Manufacturer narrative:
The microsphere coil and delivery system that became entangled with the second coil resulting in displacement out of the aneurysm requiring snare retrieval was not returned for analysis. With review of the available information, it is possible that procedural/clinical factors may have contributed to the event; a definitive cause of the event cannot be determined. Additionally the lot number is not known; therefore, a device history record review cannot be completed. Therefore, no corrective actions will be taken at this time.

Event description:
The physician was coiling a ruptured 3mm basilar tip aneurysm by first using a micrusphere 3mm x 5.4 cm coil (details unknown) which did not fit the aneurysm. The physician then used a micrusphere 2.5mm x 3.3cm coil (csp10025030/lot # unknown) to frame. The micrusphere was placed well within the aneurysm and upon detachment, the tail of the coil remained in the microcatheter (echelon 10, catalog # 105-5091-150, lot # unknown), which was not seen at the time. The physician then proceeded to put in a second coil, a deltaplush 2mm x 3cm coil (dpl10020320/c13298), through the microcatheter. The second coil became entangled with the tail of the first coil within the microcatheter and would not advance. The doctor then tried to pull back the deltaplush and it stretched. As he was pulling back, the deltaplush pulled the first coil (micrusphere) back out of the aneurysm as well and broke away from the target site. The micrusphere also stretched before it migrated. The end result was having the micrusphere lodged in the cervical vertebral artery, thus causing the physician to snare the coil out successfully after trying for 30 minutes. Then the deltaplush coil and echelon microcatheter were removed together as a unit. There was reportedly no issue with the distal end of the microcatheter that could have contributed to the event. It is unknown whether the microcatheter was positioned over the micrusphere at the time of detachment. It is also unknown whether the same microcatheter was used to complete the procedure.